Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the totally occluded anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the reported detachment and the reported material twisted. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the anterior tibial artery. A whisper guide wire failed to cross due to the anatomy. About 10cm of the tip wire broke off in the anatomy during removal and the broken tip twisted, which made it impossible to remove from the anatomy, even after several attempts to snare. The tip was left in the patient and the anterior tibialis was not re-vascularized. The procedure was completed. No additional information was provided.